Event description:
It was reported a patient underwent implant of a 21mm trifecta gt valve on (B)(6) 2021. Post implant there was evidence of paravalvular leak and over time, during patient follow-up visits, the patient complained dyspnea, fatigue and chest pain and a gradual increase to the paravalvular leak was observed. On (B)(6) 2022, it was decided to explant the 21mm trifecta gt valve and implanted a new 19mm trifecta gt valve. Upon explant, pannus formation was noted. The patient remained stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event : is an estimated date.

Manufacturer narrative:
An event of worsening paravalular leak and pannus being found on the valve after explant was reported. A returned device assessment and histopathological examination could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.